Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of " 251322110, attune rev p-f stem trl 22x110" revealed that the device has scratched. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended use. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune rev p-f stem trl 22x110 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the customer opened the box/plastic the item inside was damaged with scratches.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "when the customer opened the box/plastic the item inside was damaged with scratches." The product was not returned to medtech orthopaedics; however photos were provided for review. The photo investigation of " 251322110, attune rev p-f stem trl 22x110" revealed that the device has scratched. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended use. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune rev p-f stem trl 22x110 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information was received and stated that the device was new and was never used.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, when the customer opened the box/plastic the item inside was damaged with scratches. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of damage on the edge of the distal end. Additionally, it is worth noticing that the device was returned without the packaging, therefore, it was not possible to conclude whether the package contributed to the observed condition of the device. In order to determine if a lot-related issue was possible, a worldwide complaint database search was performed and no previous reports against the provided product code/lot code combination were found. A manufacturing record evaluation (mre) was performed for the finished device [lot nw292518] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Since the package had been opened, it cannot be confirmed whether the condition of the trial was present when it left j&j's control. Based on the mre performed by the supplier, it was concluded that the product had been properly manufactured and packaged at the manufacturer before it was opened. Therefore, a potential cause cannot be established. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune rev p-f stem trl 22x110 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [lot nw292518] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Product was conforming to all specifications and no process deviations or product non-conformances were noted during review. Processes and inspections were completed as required and documented in the DHR along with any required certifications. Product packaging for shipment was completed as required and documented in the DHR. Person reviewing DHR: (B)(4), director of quality. Corrected: h3, h4.